Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient had severe pulmonic regurgitation during impella rp flex support. The patient did not seem to be getting benefit of flows demonstrated on console. As a result, the patient was removed from support. The patients outcome is unknown.